Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 75% stenosed target lesion was located in the calcified left anterior descending (lad) diagonal branch. The 2.50 x 15mm apex monorail balloon catheter was being used for post dilation and it was inflated to 6 atms on the first and second inflation and then ruptured after "several seconds" at 10 atms on the third inflation. The balloon was successfully removed from the pt and the procedure was completed with a different device. No pt complications were reported with the patient's current condition listed as "good". This product is only ous approved but is similar to a marketed us device.